Event description:
Monolyth oxygenator poor performance was reported 30 mins into a procedure. The unit was changed out with another monolyth oxygenator and the procedure continued without incident. There was no pt injury.